Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump volume was not audible and unable to hear alerts and alarms notifications. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level ranged between 80-244 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and also has an alternate pump available for insulin therapy.